Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced difficulty attaching the connector to the cartridges during a supply change, requiring three connector and cartridge attempts before achieving a successful connection and resuming insulin delivery. Symptoms included no reported adverse clinical effects and no impact to blood glucose. Outcomes included continued therapy without medical intervention or hospitalization. Investigation included customer interview and confirmation of supply replacement and shipping. Investigation of this case revealed use-related difficulty with the connector-to-cartridge interface, consistent with an inability to secure the connection, and resolved after replacement supplies were used. It was concluded, based on previously established findings for similar reports, that the cause was user difficulty during assembly.